Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nighttime hypoglycemia while using the ilet system and sought clarification on how the algorithm adjusts; the user was instructed to treat only after receiving a low-glucose alert and education on best practices and continuous algorithm learning was provided. Symptoms included low blood glucose with associated hypoglycemia. Outcomes included no reported injury, no emergency treatment beyond oral glucose, and no hospitalization. Investigation included complaint intake review and patient education on algorithm behavior, alert-based treatment, and general troubleshooting. Investigation of this case revealed no device malfunction reported and no component failure identified, with the event consistent with hypoglycemia of unclear cause and user management guided by alerts. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.